Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.

Event description:
It was reported that the customer did not charge the pump and the pump battery fully depleted. Customer charged the pump and was able to successfully load the cartridge onto the pump to resume insulin therapy. Customer had elevated blood glucose levels (346 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.